Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the electrode pads of the associated defibrillator would not connect to the multi-function cable. Complainant indicated that the clinician obtained another electrode pad to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The electrode pads were returned for evaluation; the customer's report was observed during visual evaluation. The report was attributed to the electrode pads connector clip appeared to be pushed down and was preventing the insertion of the electrodes to the multifunction cable. The electrode pads were scrapped. A replacement was sent to the customer. Analysis for reports of this type has not identified an increase in trend.